Event description:
The distributor reported on behalf of the customer that the device, ts8850, concept grafix tendon stripper, 7.0 mm was being used on (B)(6) 2022 during an anterior cruciate ligament procedure and ¿surgeon used the tendon stripper ts8850, it failed during surgery, continued with surgery, stitched patient, and discharged patient. At this moment, surgeon didn¿t realize that a portion of the stripper was left in the patient¿s joint. A week later, patient visited surgeon complaining of a pain in surgery area. After examinations, it was observed that a metallic material was inside of the patient joint. Surgery was scheduled with the assistance of a vascular surgeon as metallic material was near a blood stream. Portion of the stripper was removed from patient this week.¿. After further assessment it was found ¿after numerous attempts to remove the fractured distal part of the tendon stripper, 3 hours of surgery, dr. (B)(6) and dr. (B)(6) (surgeons) decided to finish the surgery. Patient remained in hospital for further observation. Next day, (B)(6), patient entered in or at 12:00 pm to remove piece of the tendon stripper. On this surgery, in addition to dr. (B)(6) and dr. (B)(6), a vascular surgeon participated: dr. (B)(6). Distal area of the tendon stripper was successfully removed.¿ the patient is stable, no adverse events and was discharged on (B)(6) 2022. There was prolonged hospitalization of 2 days. The procedure was completed with a delay as the initial surgery lasted 3 hours and it would be a 90 minute surgery. This report is being raised on the basis of injury due to 2nd surgery to retrieve the fragment.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, ts8850, concept grafix tendon stripper, 7.0 mm was being used on (B)(6) 2022 during an anterior cruciate ligament procedure and ¿surgeon used the tendon stripper ts8850, it failed during surgery, continued with surgery, stitched patient, and discharged patient. At this moment, surgeon didn¿t realize that a portion of the stripper was left in the patient¿s joint. A week later, patient visited surgeon complaining of a pain in surgery area. After examinations, it was observed that a metallic material was inside of the patient joint. Surgery was scheduled with the assistance of a vascular surgeon as metallic material was near a blood stream. Portion of the stripper was removed from patient this week.¿. After further assessment it was found ¿after numerous attempts to remove the fractured distal part of the tendon stripper, 3 hours of surgery, dr (B)(6) and dr (B)(6) (suergons) decided to finish the surgery. Patient remained in hospital for further observation. Next day, (B)(6), patient entered in or at 12:00 pm to remove piece of the tendon stripper. On this surgery, in addition to dr. (B)(6) and dr. (B)(6), a vascular surgeon participated: dr. (B)(6). Distal area of the tendon stripper was successfully removed.¿ the patient is stable, no adverse events and was discharged on (B)(6), 2022. There was prolonged hospitalization of 2 days. The procedure was completed with a delay as the initial surgery lasted 3 hours and it would be a 90 minute surgery. This report is being raised on the basis of injury due to 2nd surgery to retrieve the fragment.

Manufacturer narrative:
Correction: d3 and g1 were corrected. Manufacturer narrative: customer event ¿portion of the stripper was left in the patient¿s joint¿ was confirmed based on photographic evidence and device evaluation. Examination of the returned used, device item found device detached at the welded shaft. Age, unknown number of usages are indicative to this product failure. A review of the device history review file, reveals that this is a limited contact device, and can only come into contact with the patient for a few minutes. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. Although this is a reusable device, it is not serviceable; therefore, a service history is not available for review. A two-year review of complaint history revealed there has been a total of 1 report, regarding 1 device, for this device family and failure mode. During this same time frame 280 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.004. Per the instructions for use, the user is advised the following: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. This issue will continue to be monitored through the complaint system to assure patient safety.